Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a non-clinical activity, the user reported that the wires at the base of the venous probe were exposed. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.